Event description:
Event reported as, "patient had lagb 10cm band, and presented with little restriction, 0.7mls fluid was missing, suspected leak. Scheduled surgery, doctor removed the access port and tested it on the operating table with saline and methelene blue dye, band leaked from base plate. A new port was inserted."

Manufacturer narrative:
Medwatch sent to FDA on: 04/28/2009. The access port connector associated with this report has not been returned, and was discarded after surgery by the reporter. Based upon the serial number and implant date provided the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."